Manufacturer narrative:
The facility will not release the product involved in the incident to the manufacturer for evaluation.

Event description:
It was reported to the manufacturer by the end user, per the end user the extender detached from the bed and the resident fell out of bed. The resident was sent to the hospital for evaluation and has sustained three fractured ribs. The bed rail, that the patient was using, is attached to the extender and the extender is attached to the bed frame. The detachment occurred due to the weight of the patient being put on the rail. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report. At this time the facility is refusing to answer any questions about the incident and is refusing to release the product in question to the manufacturer. The comfext was evaluated by emsar and they are unable to determine the reason for the failure. (B)(4) were entered into our system to have the comfort extension and bed rail returned to joerns for investigation. As of this writing, the comfort extension and bed rail have not been returned.